Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported a false negative reaction for a patient with anti-e tested on (B)(6) 2013 with 0.8% resolve panel a for gel lot #vra188. The anti-e could not be identified until they ran a ficin panel. Account is using immucor screening cells diluted to 0.8% using mts diluent 2 with mts igg card. Customer tested manually in gel incubating for 15 minutes. The e positive screening cell reacted. Account then performed 0.8% resolve panel a lot #vra188 and saw no reactivity. Account ran 0.8% resolve panel c ficin treated and was able to identify anti-big e. Account performed a full cross-match in gel. No harm came to any patient. Only big e negative units were selected for transfusion. Daily qc performed and found to be acceptable. All reagents were stored appropriately and had a normal appearance prior to use.